Manufacturer narrative:
A revision was performed and it was determined that the terminal pin for the proximal defibrillation coil was loose in the header. The pin was re-connected to the header and all measurements were within normal range. The lead remains implanted and in service. No additional information is available. If any additional information does become available, this report will be updated.

Event description:
Boston scientific received information that this right ventricular defibrillation lead presented with shock impedance measurements above 125 ohms. In addition, noise could be observed during pocket manipulation and with patient movements. Boston scientific technical services (ts) was contacted for further assistance. A ts representative discussed several troubleshooting techniques to determine if it was a connection issue. No adverse patient effects were reported. The serial number for this lead is currently unknown and attempts to obtain this information have been unsuccessful.